Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by turbid effluent and abdominal pain. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with an unspecified antibiotic (doses, frequencies and routes not reported) for the event. The patient was recovering from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available.